Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient was experiencing left thigh pain affecting her walking. The x-ray showed loosening of the proximal femoral prosthesis. The in-situ device is an extendible distal femoral replacement - minimally invasive grower (pin 19435).